Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed due to a staph infection the patient had in 2013. It was noted the patient was later implanted with a new ins in 2013. Additional information has been requested. A supplemental report will be filed if additional information is received.